Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. As a result of being unable to resume insulin, customer's blood glucose (bg) level rose to "high" per continuous blood glucose monitor readings with moderate ketones. Bg was addressed with a manual correction injection. In addition, it was reported that an auto-off alarm occurred despite customer interacting with the pump within the programmed period of 12 hours. The customer reverted to an alternate method of insulin therapy.